Event description:
Device complications: failure to deploy, kink, failure to retract, user error time of complication: during usesymptoms: noneit was reported that while using a left brachial approach to the right sfa popliteal, the stent became partially deployed. It was noted that the thumbwheel became stuck while the stent was partially deployed. Rather than remove the stent, the physician split the handle of the device open and he was able to fully deploy the stent manually at the target lesion. There was no reported injury and no additional information available.